Manufacturer narrative:
Device is a combination product. Physician: dr. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following the implant of a 2.5x20mm promus element plus stent, the patient has experienced itching immediately following the procedure. The itching is ¿deep inside she can't really itch it¿ located in the upper left chest, upper left side of the arm, left back shoulder blade, and the left rib area. Patient has communicated this matter to her physician. They have eliminated the medications. Patient is on plavix and lipitor. She had been on ranexa and lisinopril 2-3 weeks prior, but it was removed. Patient was also put on cortisone drip to help with the itching, it helped briefly.